Event description:
It was reported that the patient came in for a tilt table test and during the check the right atrial (ra) lead impedance was noted to be greater than 3000 ohms. Threshold testing was done and there was no capture at 2.0 volts, so the output was programmed to 8.0 volts at 1.0 millisecond and there was capture. The capture testing was redone and the ra lead was able to get capture all the way down to 0.5 volts. The ra lead remains use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.